Manufacturer narrative:
H3 other text : third party service center.

Event description:
Device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found damaged top enclosure. During the evaluation, foam visible foam particles were observed in the blower kit. This device was upgraded with foam replacement. Passed all final inspections.